Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Event description:
Follow-up exam 12 days post implantation, pt reported to feel very good, tte exam showed device in perfect position with a moderate shunt. Pt was involved in a car accident approximately one moth procedrue. Six hours after car accident pt went to the emergency room complaining of vaso vagal discomfort. Tte revealed hemo-pericardium with tamponade. Pt underwent surgery for treatment of hemopericardium by sternotomy caused by the abrasion of the left disc against the posterior wall from the left atrium. The device was left in place. No complications after surgery.